Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. Unit received with cracked lcd window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer could not clear the alarm. Customer's blood glucose level was 6.1 mmol/l. Pump was not exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions.. No additional information provided.